Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient reported experiencing hypoglycemia with a blood glucose (bg) level of 40 mg/dl after a dinner meal announcement. The low was attributed to a mismatch between the meal entry and the actual carb load (ribs with bbq sauce and rice). The event was corrected with three glucose tablets, and bg returned to range. The patient did not require outside assistance or medical intervention and reported no symptoms.